Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic and the optic torn and the lens torn in two pieces. Claim#: (B)(4).

Manufacturer narrative:
Date of report: typo in initial MDR. Corrected from 17-jul-2109 to 17-jul-2019. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 13.2mm, vticm5_13.2, -12.5/0.5/071 (sphere/cylinder/axis), implantable collamer lens tore/broke during injetion/delivery into the eye. There was patient contact but no patient injury. The lens was removed and replaced within the same surgery and the problem was resolved, patient is happy. Cause of event is unknown.